Manufacturer narrative:
This report is currently being investigated. As additional information is received, a supplemental MDR will be issued. MDR 2 of 3.

Event description:
On (B)(6) 2013, a biomed technician reported that a in-clinic t machine removed >1kg of fluid from the patient during treatment. During a follow up call with the hemodialysis nurse, the excessive uf was discovered as the patient was being weighed post treatment. The nurse stated she is not certain if the patient's pre-treatment weight was performed in the same manner as the post treatment. She stated the patient could have weighed with a jacket upon arrival to the clinic and without the jacket during post-treatment weight. The nurse stated the patient did not suffer any adverse events as a result of the excessive fluid removal and left the clinic ambulatory. The nurse indicated there are two shifts per day at the clinic. The machine was noticed to have malfunction both shifts on day 1 and only the first shift on day 2. Following the treatment for the first shift patient on day 2 the machine was removed from the clinic and biomed was contacted to service the machine. The biomed technician stated the malfunction could not be duplicated. The t machine involved in the incident has been returned for use with no further reports of malfunction.